Event description:
It was reported that the patient experienced a hypoglycemic event after running high overnight, with the lowest reported blood glucose of 50 mg/dl while using a freestyle libre 3 plus sensor. Investigation included a review of the event details with the user. Investigation of this case revealed no device malfunction identified and a cause that remained unclear. The user's reported symptoms included low blood glucose. No clinical during the event was reported. Outcomes included self-treatment and recovery without medical intervention, with blood glucose stabilizing to 111 mg/dl after ingestion of apple juice, pudding, and soda. Troubleshooting and education were provided. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.